Event description:
Per complaint (B)(4), a patient experienced throbbing, continuing pain a week and a half after dental implant placement. Initial stability was excellent. Inflammation was also reported. The implant was explanted.